Event description:
Dealer called stating that both front legs on the 9781 shower chair have allegedly bent all the way forward and broke while user was seated. The user was able to catch himself before he fell. The user is within the weight capacity of (B)(6). No injury. The malfunction has not been confirmed.